Manufacturer narrative:
During investigation for unrelated allegations, there were 3 instances of a damaged display screen. This report is processed under exemption number e2015053. This MDR report is part of the 227 pilot program.

Event description:
This report summarizes <noe> 3</noe> malfunction events. A review of the events indicated that the 2020 model pump experienced an issue with a damaged display screen. These reports are not based off of initial allegations. They were found during unrelated investigations.